Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6), the additional information was reported: it was reported that the pump touch screen was unreadable. Pump turned on as intended. H6: removed 1476 added 1408